Manufacturer narrative:
H10: of the eight malfunctions, six devices were not returned for evaluation and two devices were returned for evaluation. The investigation of the reported malfunctions is currently underway. The devices are labeled for single use. H10: d4 (corporate lot number: rebz0276); h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model: mc1816 biopsy instrument allegedly experienced self-activation. This information was received from various sources. Of the eight self-activations, one did not involve patients, and seven involved patients with no reported consequence. The patients¿ age, weight, and sex were not provided for any of the eight malfunctions.

Manufacturer narrative:
H10: of the eight malfunctions, six devices were not returned for evaluation and two devices were returned for evaluation. Of the eight malfunctions, four lot number were provided and lot history review were performed. For one of the malfunctions the investigation identified fibrous foreign material and the top slid would not lock into place. For another malfunction, the investigation unconfirmed for the reported self activation. A root cause could not be determined. The remaining six malfunctions are all inconclusive for the reported failures as the devices were not returned and no other objective evidence was returned for review. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model mc1816 biopsy instrument allegedly experienced self-activation. This information was received from various sources. Of the eight self-activations, one did not involve patients, and seven involved patients with no reported consequence. The patients¿ age, weight, and sex were not provided for any of the eight malfunctions.

Manufacturer narrative:
Of the eight malfunctions, seven devices were not returned for evaluation and one device was returned for evaluation. The investigation of the reported malfunctions is currently underway. The devices are labeled for single use. (Corporate lot number: rebz0276).

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model mc1816 biopsy instrument allegedly experienced self-activation. This information was received from various sources. Of the eight self-activations, one did not involve patients, and seven involved patients with no reported consequence. The patients¿ age, weight, and sex were not provided for any of the eight malfunctions.